Manufacturer narrative:
The customer did not return the suspected product. A device history record for the contour next meter (serial # (B)(4)) was reviewed and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's weight was not provided.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of a contour next meter. During the call, the customer ran another blood glucose test upon the customer service agent's request and the reading was properly stored in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A new meter was sent to the customer.